Event description:
It was reported via email that tego connectors would not allow the blood flow. Attempted twice on same patient and same day. Removed tego and was able to draw blood with adapter. Tego had been applied and use by nurse per policy and procedure prior to blood draw attempt. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).